Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2019-00099. It was reported that the patient experienced loss of motor function in the right leg following a permanent scs system implant. The patient was transferred to the hospital wherein the entire scs system was explanted. The hospital performed neurological testing and noted a neurological deficit. Symptoms began to resolve following explant. The patient will be going physical therapy to address the remaining weakness in the right leg.

Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2019-00099 . Additional meaningful information obtained indicated that the physicians determined the patient had a full recovery.